Event description:
The homecare provider and nursing home reported the following: (1) the respiratory therapist placed the c1000 on the patient's bed. (2) the patient was moved to the bed. (3) the respiratory therapist noticed that the c1000 was laying on its side and leaking liquid oxygen. (4) the leak resulted in a third degree cold injury burn to the patient's hip, approximately 8 x 22 centimeters in size. (5) the patient is still receiving treatment for her injury.